Event description:
It was reported that during a lap hernia procedure, the staples jammed. A new instrument was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.